Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 4275017. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. Based on the limited investigation results, an exact cause could not be determined for this incident. Per the provided feedback, it is possible that the use of the product had an impact in this event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd insyte autoguard catheter broke. The following information was provided by the initial reporter, translated from portugues to english: when the intravenous catheter was removed, it was observed that the flexible part that had been inserted into the patient did not come out in one piece, raising doubts about the probable rupture of the intravenous catheter, probable fracture of the catheter. Did the product have any changes? No was this product disposable? Yes, incidence of occurrence: once was the cause of the occurrence detected? If yes, describe the cause. It was detected when removing the catheter. After detecting the cause of the occurrence, were measures taken? If yes, describe the measures. - yes, an ultrasound with doppler of the limb was performed, and an echo was requested. Did or could this occurrence cause health problems? If yes, describe the problems. - yes, if the fracture of the catheter is confirmed, in addition to requesting tests for confirmation such as ultrasound and echo. Did the event lead to hospitalization? If yes, place of hospitalization: patient was already hospitalized describe the evolution of the case: an ultrasound with doppler was performed and nothing was found, and an echocardiogram was requested for investigation. The other case in the same institution is a possible fracture in the catheter (lot: 4275017), the nursing team together with the medical team will continue with new investigations, the possible cause was technical failure, it is suspected that the professional who performed the puncture pulled the needle and reintroduced it into the catheter causing a perforation on the side of the catheter and causing a possible rupture of part of the material, because it claims that it did not identify a change in the length of the catheter during its introduction, unfortunately the device was discarded and could not be evaluated in laboratory analysis. For this case, training was arranged for the nursing team regarding the technical specification of the product and safe handling.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.